Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead was undersensing the patient's intrisic spikes and there were no pwaves on the electrogram. It was also reported that reprogramming did not improve atrial sensing. It was thought that the patient was likely in atrial fibrillation. The device was reprogrammed to vvir and the atrial lead remains implanted. No patient complications have been reported as a result of this event.